Event description:
Pt. On total parenteral nutrition with cadd total parenteral nutrition pump awoke at 1 am with chest pain & shortness of breath. Pt noted air in tubing (per pt 5-7 feet air in line from connection with hohn catheter. Pt clamped tubing & called 911. Total parenteral nutrition disconnected & pt transported to hospital. Was assessed, observed in emergency room then sent home. (Pt. Experienced shortness of breath prior to calling for transport).